Event description:
It was reported the patient¿s pump hit empty reservoir on (B)(6) 2014. It was noted the patient hand an appointment on (B)(6) 2014, but the patient¿s mother had to cancel due to the weather. It was further noted the refill date was miscalculated. The reporter stated the patient was in transition from one healthcare professional (hpc) to another hcp. It was noted the patient¿s mother had a copy of the programming strip. It was further noted the patient had some return of spasticity and was irritable. The reporter stated the patient met with their hcp today and had the pump refilled. It was noted the patient had increased spasticity and irritability. It was further noted the pump hit empty reservoir. It was noted the patient status at the time of this report was alive with no injury. The pump contained lioresal (baclofen). Additional information received reported that there was no product issue and the pump ran empty. The reporter stated they had contacted an hcp who had spoken with the patient¿s mother. It was noted the patient was doing well and was a ¿little looser.¿ it was further noted the patient had an appointment with their hcp on (B)(6) 2014. Additional information received reported the patient had a dose increase that seemed more comfortable.

Manufacturer narrative:
Concomitant products: product ID 8780, serial # (B)(4), implanted: (B)(6) 2014, product type catheter. (B)(4).